Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer broken. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed due to pocket a1 was cracked open. The field service engineer (fse) observed a medication spill that caused a pocket issue but did not affect other drawers. The fse removed and cleaned the spill under and around trays a, b, and c to resolve the issue. The system functioned as intended after the field service engineer repaired the device.